Event description:
Labeling problem with self-adhesive otc bandages. I am allergic to certain types of adhesive sometimes used on otc bandages like bandaids and similar by other manufacturers. Apparently, there is no labeling requirement for these products that includes the types of adhesive used. A "not for use on sensitive skin" warning is not sufficient. Please consider establishing labeling requirements for self-adhesive bandages that includes the adhesive used. Fyi: my allergy has nothing to do with latex - only the adhesive.